Event description:
The customer reported a burning smell from the autopulse nxt platform (sn: (B)(6). The platform got really hot, and the customer could smell burning. The platform was in the back of the ambulance with the ac. The autopulse platform did not start getting hot until after the patient was put in the back of the ambulance. The crew had been enroute to the hospital for roughly 5 minutes before the burning smell started. The platform performed compressions for 18 minutes before the smell was noticed. The platform was turned off once they smelled the burning. Manual CPR was performed for 6 minutes after the use of the platform was discontinued. Second- or third-degree burns were observed on the 180-200 pound, 70-year-old male patient's back when rolling over the patient to remove the platform. It is unknown if the burns are from the board. No error codes, notifications, or alert lights to switch to manual CPR were observed. The patient was found unconscious, sloped over on a tractor. It is unknown how long the patient was down. He was last seen normal at 1030 and the call came in at 1247. Return of spontaneous circulation (rosc) was never achieved. The customer does not believe the device failure had any effect on the outcome.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. No safety issue was reported. The reported complaint that autopulse nxt platform (sn: (B)(6) got hot during use was confirmed during archive review but was not confirmed during functional testing. The customer's reported complaint was not reproduced during testing and the platform performed as intended. The complaint of a burning smell from the platform was not confirmed during functional testing. The smell was not reproduced during testing. However, a burning smell emitted from the motor is mostly related to the oil burning off from the motor as it heats up. After compression testing, the oil residue was burned off from the motor, and the burning smell will likely diminish. Upon visual inspection of the returned platform was performed, and no physical damage was observed. Review of the archive data indicated alert 120 (analog motor temperature warning), thus, confirming the reported complaint. After reviewing the archive log, it was found that the platform completed 1665 compressions in 18 minutes and 29 seconds, which was followed by an alert 120. The max surface temp was 45.43 °c. The ap nxt platform passed the preliminary functional test without faults or errors. The platform underwent continuous testing using the mztf (medium zoll test fixture) with 2 batteries until they were discharged without any faults or errors. The customer reported complaints could not be reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common injury such as skin injury is expected adverse event for both manual and mechanical cprs. The aha guidelines emphasized the importance of high-quality chest compressions and recommends ensuring adequate compression rates and depth. Skin injury is common but acceptable consequence of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. Based on available information, the event of skin injury was serious since reported as severe and possibly related to the autopulse device due to relevant timing and location. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.